Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results obtained of 129, 118, 145, 130 and 146 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer (customer had already tested that morning). The product is stored according to specification in the office. The test strip lot manufacturer's expiration date is 03/27/2021 and test strips were opened three days ago. The meter memory was reviewed for previous test result history: (B)(6).